Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported when inserting the lens into the eye, that the intraocular lens (iol) had a scratch and a small tear in the haptic. No additional information was provided to abbott medical optics.

Manufacturer narrative:
(B)(4). During follow up, the following information was received: there was no incision enlargement, no serious patient injury, no sutures, no vitrectomy. The procedure was completed successfully using a back-up lens of the same model and diopter size. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 2/1/2018 device returned to manufacturer? Yes. Device evaluation: visual inspection shows that the lens case was received in an open condition with no lens contained in it. Further examination shows that the lens was cut into two pieces and stuck below of the rotation wheel of the lens case. The lens was inspected by a qualified final inspection manufacturing specialist using 12x magnification. The lens evaluation shows a few scratches in the middle of the lens near the cutting area and a tear on the haptic area. The investigation was unable to determine if these scratches and tear were a result of the lens cutting process. A cosmetic issue was confirmed; however, how and when the scratches and tear were introduced could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.